Event description:
It was reported that a patient developed redness and soreness in the area contacted by a partial denture fashioned using lucitone and a titanium clasp approximately four months earlier. It does not appear that any medical intervention was required to treat the symptoms. Additionally, it was reported that the patient had a reaction to another similar partial denture that also included a metal clasp.

Manufacturer narrative:
While it is unknown if the lucitone or clasp used caused or contributed to the reaction, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The device was not returned for evaluation and the lot number not known for retained testing and/or DHR review. Please note that the device was expired when used.